Manufacturer narrative:
H.6. Investigation findings 1: code 213 ¿ the review of the manufacturing paperwork verified that the lot met all pre-release specifications. Patient has been lost to follow-up, therefore no further information could be gathered.

Manufacturer narrative:
Manufacturing evaluation results will be provided once they are completed. At this time it is unknown if the devices will be returned.

Event description:
On (B)(6) 2021 the patient underwent surgery for an aneurysm repair using a gore® tag® conformable thoracic stent graft with active control system. On (B)(6) 2021 during a follow up appointment a CT scan was performed and an infection was found within the device. At this time it is undetermined if the patient had a prior infection or if it is due to the graft. The graft will be explanted, but at this time the date and location is unknown. Investigation is ongoing.